Event description:
It was reported that the customer's insulin pump display went blank. Customer's blood glucose was 114 mg/dl. The insulin pump was reportedly not bumped, dropped, or exposed to moisture and there were no signs of physical damage. Customer stated, the contacts on the battery cap were not missing or corroded. After inserting a new battery into the insulin pump, the customer stated the display was working, but this was after the customer had reportedly replaced the battery three to four times and the insulin pump would not power on. He was advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefor,e consider this report complete to the best of our knowledge.